Manufacturer narrative:
The remote service engineer (rse) remotely connected to the site to investigate the reported issues. Reviewed the wireless log, which showed multiple entries for local sync loss. Advised the customer to check if the local or remote sync is powered on, as power supply failure or a loose power cord could be causing the problem. Noticed several offline access points (aps) and remote antennas but found no unregistered aps under the wireless gui. Noted that it is unclear if the offline aps are intentionally down or experiencing connectivity issues, significant concerns from the customer due to multiple issues at the site, including adt issues and slow performance with patient file retrieval were documented. Document findings to assist the field service engineer (fse) in their investigation. Dispatched the case as critical to the field to conduct a full root cause analysis. This case has been escalated to nss to resolve issues with vmware, ntp, and server specs. Based on the information available and the testing conducted, the cause of the reported problem was unknown. The reported problem was not confirmed. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that they lose connection every 15 minutes hospital wide. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.